Event description:
This report is made based on the results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2011: the pump was returned for investigation and evaluation revealed an issue with the load step that had not been reported by the user. During investigation, an ezprime operation was attempted with repetitive call service 064-0001 alarms. Lead screw contamination was found on the ball seal during evaluation and the piston was frozen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.